Event description:
Report received from an abbott international affiliate (abbott australia) that states, "co has received third hand information about an incident involving a lifecare model 4 pump. Since it has not been reported by the hospital co will not be able to get any follow up informaton. Co was contacted in the last couple of days by someone who is representing a nurse in western australia in a hearing before the nurses registration board. A hospital (co has not been told which one) alleges that the nurse changed the setting on the pump from 8ml/hr to 120 ml/hour. Co understands the solution being infused was a narcotic, but co does not know the drug or concentration. Co was told that there was no patient adverse outcome." No additional information is available.